Manufacturer narrative:
The customer's address is unknown: (B)(6) USA has been used as a default.  Investigation summary: a complaint history check was performed and this is the 1st related complaint reported with the defect/condition of foreign matter for lot #9149637 item #302830. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Investigation conclusion: no samples or photos were received; therefore, sample analysis could not be performed and the conditions reported by the customer could not be confirmed. Root cause description: based on the investigation conclusion and without a sample to analyze, the conditions reported by the customer could not be confirmed. Therefore, a potential root cause(s) cannot be determined.

Event description:
It was reported that foreign matter/ labeling error was found before use before use with a bd 20ml syringe luer-lok¿ tip. The following information was provided by the initial reporter, "it was reported units were found with illegible lot number and expirations and three units containing a particulate within the packaging. Per email: level 1, on 18 dec 2019, during inspection and labeling activities at the warehouse, the following non conformities for syringe, tip, 20 ml sterile were found:53 units with illegible lot number and expirations and three units containing a particulate within the packaging. These were not used in the manufacturing process." 56 total occurrences were reported.